Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) received the synchroseal involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. Visual inspection was conducted and found thermal damage on the cut electrode. The electrical continuity test passed. Upon inspection, the jaw ceramic dots were present. Additionally, the jaw cover was found to have a 0.080¿ tear with no material missing. The root cause of these failures are attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02- intuitive surgical, inc. (Isi) performed additional device evaluation. Failure analysis investigation reviewed the e-100 logs. Five cut electrodes shorted, one seal electrode shorted, and two transect timeout errors were recorded. The proximity of cut electrode shorts to the transect timeouts may suggest the user applied energy onto a metal object, such as a clip or staple, shorting out the jaws and preventing energy from reaching the tissue. The cut electrode short messages and thermal damage found on the cut electrode suggest arcing events that occurred during sync use and remained between the instrument jaws. As previously stated, the root cause of the thermal damage on the cut electrodes can be attributed to a component failure.

Manufacturer narrative:
Isi has not received the synchroseal instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the instrument (pn 480440-05/lot # l90210628 0141) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). This is a single use instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage with no evidence or claim of user mishandling or misuse. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, an error message occurred on the e-100 generator and there was thermal damage to the cutting electrode of the synchroseal instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2021 and obtained the following additional information: the event date was (B)(6) 2021. The procedure was completed with a backup instrument of the same type. There was thermal damage on the cutting electrode; it looked ¿frayed¿. It is unknown if the instrument and cannula were inspected prior to use. There was "not really" any arcing observed. The arc grounded adjacent between the electrode/jaws and the instrument tips were in contact with tissue. The surgeon was cauterizing with the sync mode. A monopolar cord was not connected to a bipolar instrument. The e-100 generator was used with automatic settings. The instrument was in use for around 30 minutes. A tip-up fenestrated grasper and fenestrated bipolar forceps were also in use during the event. The instrument probably touched staples while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue prior to activating the instrument. The instrument was removed prior to the event to clean the jaws and the wrist was straightened upon removal. The surgeon believes the issue was due to contact with staples. There was no injury to the patient and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The instrument is available for return to isi for evaluation. There is no image or video available for review. The patient information could not be shared.